Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that cybersecurity firmware upgrade failure resulted in backup vvi mode. The patient was symptomatic with pacemaker syndrome. A device restoration was performed successfully. The patient will continue with regular follow ups. No further information available.